Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly, a type 1a endoleak was discovered during the procedure. There was a narrow neck between ir+6 and ir+9. Sealing rings where balloon modeled after 35 minutes, suggested was after 14 minutes, latest 25 minutes. Eventually ballooned with a 20mm pta. Endoleak was not resolved at the end of the case. Patient reported to be doing fine. No additional event or patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device codes - 1354 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.